Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 499 mg/dl. Customer stated that they just changed their whole set and it is saying to check the settings. Customer gave herself a bolus but it didn't seem to do anything. Customer has gotten a new pump. Customer stated that she never received a fill cannula and it only had dashes. Customer was advised that she missed giving herself 0.5 units because the fill cannula was never programmed. Customer declined troubleshooting. Customer will monitor the issue. No additional information provided.